Event description:
It was reported through a litigation notification that, "the ligating and surgical clip was defectively designed and manufactured in that it can and did fail to stop the blood flow, it can and did fail to provide vascular control and that it can and did fail to control and ligate the appropriate vessel." Pleading further alleges the "ligating and surgical clip was not properly and adequately tested so as to ascertain whether it was safe and proper for the purposes for which it was used and was not accompanied with proper and adequate instructions and warnings so that the user would know the ultimate danger its condition presented." Ees is not the only manufacturer listed as a defendant as it appears the device manufacturer has not yet been identified. The surgeon and hospital are also named defendants with allegations of medical malpractice. Pleading states that patient suffered massive bleeding during the procedure and subsequent cardiac arrest. Pleading also states the patient passed away on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Additional information: received information from counsel that the endocutter utilized in this surgery was manufactured by covidien. The manufacturer of the clip applier utilized has not been confirmed; however, the source of bleeding was a staple line and not where the clip applier was utilized. Counsel for the patient has indicated that he will most likely be dismissing ees from the case in the next 30 days. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a ees complaint, the event is being voided.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The event was reviewed with an ees cross-functional team consisting of medical director, marketing, product life cycle, risk management, and customer quality representatives. As the incident was reported through litigation, the details provided are all that are available to ees at this time. If further details are received at a later date a supplemental medwatch will be sent to reflect any new information. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Product code unknown, however, operative report indicates an endocutter device was used. Operative report attached.